Event description:
It was reported that the patient experienced phrenic nerve stimulation, which was resolved. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced phrenic nerve stimulation, which was resolved. It was also reported that the patient was admitted to the emergency room (ER) and the left ventricular (lv) lead pacing amplitude was lowered from 2.5v to 2.0v. The lead is still in use. No patient complications have been reported as a result of this event. The patient participates in the leadless ECG study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.